Event description:
The customer reported the ventilator alarmed and flow output stopped during use. The customer reported there was no patient harm. The manufacturers service technician was unable to duplicate the reporrted problem review of the ventilator diagnostic log noted an occlusion occurrence. Failure of the blower as noted could result in no ventilation during normal ventilation operation. The service technician completed performance verification testing and tests passed to operating specifications.